Event description:
It was reported the pt developed meningitis and the infection was located at the ipg pocket site. The physician consequently removed the pt's scs system. The pt was treated with intravenous antibiotics. It was reported the pt is currently in a skilled nursing facility. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.